Event description:
It was reported that the insulin pump had a useless screen. The blood glucose reading was not provided. The customer complained of the screen's visibility, the color contrast, and the gray-green background. He stated that it was hard to read due to his problems with eye sight. He stated that the screen was pathetic and useless. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.